Event description:
On (B)(6) 20 11 system extracted due to patient infection. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)